Manufacturer narrative:
Concomitant medical products: c4tr01 ipg, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead has high thresholds. The physician is aware and the lead remains in use. No patient complications have been reported as a result of this event.